Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. Upon checking the device, it was found that there was no capture at any of the left ventricular (lv) electrodes but pacing at high output does capture the phrenic nerve from multiple electrodes. The lv lead was turned off and the patient was admitted to hospital for cheat x-ray and x-ray showed the lead to have retracted back to the svc. The physician decided to reposition the lv lead in the future. Patient¿s condition was stable.

Event description:
Additional information indicates that the patient underwent left ventricular lead replacement. The left ventricular lead had pulled all the way back into the pocket and the physician believed it was due to ratchet syndrome. Sutures on the existing right atrial and right ventricular leads were revised as well. The patient was stable following.